Event description:
It was reported that the superion indirect decompression system implant patient experienced a suspected spinous process fracture of the l4 and l5 vertebrae during the implantation process. However, the fracture was not confirmed through computed tomography scan imaging. The spacer implant remains implanted. The patient was doing well post-operatively and the leg pain was greatly improved.